Event description:
It was reported that the patient experienced hyperglycemia after ingesting a roll and a 12-ounce soda, with a fingerstick blood glucose around 370 mg/dl persisting for approximately five hours before trending downward; no device alerts or alarms were reported, backup therapy was not used, and ketones were not yet checked. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included temporary impairment requiring monitoring and follow-up. Investigation included complaint handling with troubleshooting and education provided remotely. Investigation of this case revealed no device malfunction reported and an unclear cause, with patient diet identified as a potential contributor. It was concluded that the event was non-serious, with no injury reported and no device component failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.